Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Seizures is included as a possible complication in the instructions for use (IFU) for the artemis neuro evacuation device. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
On (B)(6) 2021, the patient underwent a thrombectomy procedure to treat an intracerebral hemorrhage (ich) using an artemis neuro evacuation device (artemis). There were no reported procedural complications. On (B)(6) 2022, a nursing student reported that the patient may have had seizure-like activity. On (B)(6) 2021, the nurse came into the patient's room to see the patient in the wheelchair, unresponsive, making a grunting sound, breathing fast, with eyes deviating to the right side. It was estimated that the seizure-like activity lasted less than 1 minute and resolved. The patient was administered dilantin and keppra and the event was considered resolved on (B)(6) 2022. The seizure-like activity was adjudicated to be a serious adverse event with a possible relationship to the artemis and a definite relationship to both the index ich and the index procedure.